Event description:
Customer reports being unable to obtain a result due to an error on the aviva system while having low blood symptoms. Customer went to the hospital and tested 40 mg/dl on professional device; he received unspecified medical treatment for blood pressure issues and low blood glucose symptoms. Customer was admitted to the hospital and released 3 days later. Requested return of suspect device and replacement was sent.